Manufacturer narrative:
The field service engineer (fse) was at the customer site on 02/29/2016. The fse observed reflectance fail twice on the instrument. The fse found that led d13 was not illuminating, and was still out even after powering the instrument off and on again. The reflectance continued to fail when run, so the fse ordered a new strip reader module (srm) to resolve the issue. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported they are failing reflectance check on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.